Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp) stated that the patient missed their refill, and they were refilling the pump today after it reached empty. The manufacturer's technical services specialist (tss) reviewed that no priming was needed. Tss reviewed how to silence pump alarm. The hcp mentioned alert 528 and confirmed it was due to motor stall alert in the past and first time interrogation with the new software.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.